Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-1510fl footprint femoral acl guide left appears bent at the tip, causing a bad trajectory due to the flip cutter firing incorrectly through the guide. The case was completed successfully. No pieces broke off inside the patient. This was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including the instrument having been damaged prior to use. Directions for use dfu-0023-eo instruments c. Validation repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to the intended use. The user assumes liability and is responsible for the use of a damaged and dirty device. E. Inspection and maintenance 1. Arthrex non-sterile devices are precision medical devices and must be used and handled with care. Inspect the devices for damage prior to use and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. The complaint allegation was not confirmed, and no evidence of the failure was received.